Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/29/2016 with the following findings: investigation revealed a battery compartment crack and a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. This report is made based on results of investigation completed on 11/29/2016. Investigation revealed a battery compartment crack and a dim and discolored display.

Manufacturer narrative:
(B)(6).